Event description:
Epidural catheter to be removed post-delivery. Resistance noted. Position changes and a few attempts to remove catheter - all met with resistance. On-call anesthesiologist notified and came to bedside. Catheter removed. Both registered nurse and doctor noted black tip intact, however the end of the catheter looked a little frayed. Spoke with neurosurgery and doctor ordered a spinal computed tomography to rule out retained piece. After reviewing epidural catheter again, inner spring appears to protrude from end of epidural catheter much more than at the time of removal. Computed tomography negative. Unable to find packaging for this epidural catheter.